Event description:
A customer reported encountering a tandem mobi cartridge alarm during the loading process. Their blood glucose level did not exceed 500 mg/dl, indicating it was within the safe range. The customer had already removed and replaced the cartridge before contacting technical support, allowing them to load and resume insulin therapy successfully. The issue was resolved, and technical support advised the customer to call for assistance if the problem recurred and noted that changing the infusion set was unnecessary. The customer acknowledged this advice.